Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number and upn. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat acute cholecystitis during an eus (endoscopic ultrasound) gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the physician could not visualize the delivery system of the axios device inside the gallbladder after the initial puncture. The physician attempted to deploy the distal flange, and the distal flange was able to be visualized. However, the distal flange appeared to be slow to expand. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.